Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the circumstances that led to the hallucinations was the patient had their left battery replaced on (B)(6) 2020. The patient reported having them mostly at night. The neurologist adjusted their left system to 1.6 (lower) with follow-up on (B)(6) 2020. The hallucination has resolved and their blood pressure is still affected in sitting/standing. It was found the patient had a urinary tract infection (uti) this week, (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the uti was not related to the deep brain stimulation (dbs) and the patient's primary care physician is treating the uti. Per the office visit on (B)(6) 2020, the patient had syncopal episode, increased insomnia and bradykinesia. It was noted during the visit the left side has more shakiness and the right side is doing well after adjustment. It was also stated the patient is doing better with lowering left dbs stimulation 2 weeks ago. Intermittent shaking of left arm was not seen and no wearing off effect. The patient's hallucinations are becoming better. They continue to get physical and occupational therapy. The patient has been complaining of left eye pain. The right deep brain stimulation (dbs), when increased above 4 caused spasms to left neck and arm. The patient is to continue their carbidopa/levodopa ER 25/100 2 tablets 5 times daily, entacapone 200mg 1 tablet 5 times daily in combination with carbidopa/levodopa, take midodrine 2.5mg 3 times daily for their orthostatic hypotension and the dbs was interrogated and reprogrammed. The right changed from 3.8 to 3.6 and follow-up with the physician in 1 month.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was hallucinating more than normal. The caller wanted to know if the rep could come out and look at the patient. When the patient first got a stimulator 20 years ago, they had bad side effects and they had to check to make sure the medicine and new dbs system was working together. The patient had hallucinations before the ins as well. No further complications were reported/anticipated.